Event description:
It was reported that the radiofrequency programmer head which was returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head tested out of specification on the uplink amplitude tests and therefore the head's cable was replaced. Concomitant products: product ID 2090am programmer; product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).